Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for glidewell ht implant lot# 6271947 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for glidewell ht implant lot# 6271947 was reviewed and found to be in stock, but it is not applicable for physical evaluation since the issue is customer related. Investigation methods/results the device was returned but not in the original package. An abutment was attached to the implant. The implant was verified to be a glidewell ht implant ø3.5 x 10 mm (70-1189-imp0005) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description per the reported information, there was a fit issue. The probable cause for this issue may be due to an over prepared osteotomy. IFU-012631rev 6 - if placing a glidewell ht implant that is 3.5 mm in diameter or greater, shaping drills are used sequentially to widen the osteotomy to the matching diameter. To avoid over-preparation, widening drill diameters should be used only as needed, and in proper succession. Each shaping drill is length-specific, to match the length of the prescribed implant. Osteotomy depth may be increased sequentially, beginning with shorter drill lengths, provided sufficient depth is achieved with the final drill. Select the desired shaping drill, accounting for bone density and the size of the implant to be placed. With copious irrigation, drill to depth. The final drill should correspond with the matching implant size, as charted below, with the goal of achieving high primary stability upon implant placement." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ingoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that glidewell ht healing abutment failed to release. The patient's bone quality is d2. The patient reported on (B)(6) 2025 for a primary procedure in tooth #12. Reportedly during implant placement, the healing abutment became cold welded to the implant and would not disengage. Both the implant and the abutment needed to be removed. No permanent injury was reported.